Manufacturer narrative:
The nurse reported that the central nurse's station (cns), that was monitoring their tele devices, spontaneously shut down and would not come back up. Technical support (ts) verified that all cables were fully plugged into the cns and a working outlet. It was noted that the user had a space heater under the desk near the cns, so heat could be a factor. There were no lights on the front of the cns and pressing the power button resulted in no lights or sounds. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns), that was monitoring their tele devices, spontaneously shut down and would not come back up. There were no lights on the front of the cns and pressing the power button resulted in no lights or sounds. No patient harm was reported.

Event description:
The nurse reported that the central nurse's station (cns), that was monitoring their tele devices, spontaneously shut down and would not come back up. There were no lights on the front of the cns and pressing the power button resulted in no lights and no sounds. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) that was monitoring their tele devices, spontaneously shut down and would not come back up. Technical support (ts) verified that all cables were fully plugged into the cns and a working outlet. It was noted that the user had a space heater under the desk near the cns, so heat could be a factor. There were no lights on the front of the cns and pressing the power button resulted in no lights and no sounds. No patient harm was reported. Investigation summary: multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. As such, there is not enough information to perform an investigation. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/27/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 11/05/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 11/12/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.